Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 7 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was dosing 7 units of lunchtime insulin and 20 minutes later the patient experienced dizziness, shaking, and chills. The cgm reading was 101 mg/dl while the bg was 61 mg/dl. The patient was self-treated with carbohydrates, but symptoms persisted. The bg after treatment was 78 mg/dl while the cgm reading was 108 mg/dl. An ambulance was called at 3 pm and the patient arrived at the emergency department (ed) around 3:30 pm. The bg by the nurse was 110 mg/dl while the cgm was 150 mg/dl. The patient was treated with 1 pack of saline IV fluid and no other medication. The patient was discharged around 8 pm while the bg was 150 mg/dl and the cgm reading was 190 mg/dl. At the time of the report, the patient was feeling normal and ok. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when patients have symptoms. The reported glucose values fall within the b zone of the parkes error grid when patient was treated in the ed and after being discharged. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2304 chills.

Event description:
Supplement was triggered for product investigation. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 7 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient was dosing 7 units of lunchtime insulin and 20 minutes later the patient experienced dizziness, shaking, and chills. The cgm reading was 101 mg/dl while the bg was 61 mg/dl. The patient was self-treated with carbohydrates, but symptoms persisted. The bg after treatment was 78 mg/dl while the cgm reading was 108 mg/dl. An ambulance was called at 3 pm and the patient arrived at the emergency department (ed) around 3:30 pm. The bg by the nurse was 110 mg/dl while the cgm was 150 mg/dl. The patient was treated with 1 pack of saline IV fluid and no other medication. The patient was discharged around 8 pm while the bg was 150 mg/dl and the cgm reading was 190 mg/dl. At the time of the report, the patient was feeling normal and ok. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. An external visual inspection was performed and no damage was visible. Nordic bluetooth pairing test was performed and there was no pairing code. Data log was available and data log analysis failed. Performance data was reviewed and the allegation was confirmed. The probable cause could not be determined via product. The reported glucose values fall within the c zone of the parkes error grid when patients have symptoms. The reported glucose values fall within the b zone of the parkes error grid when patient was treated in the ed and after being discharged. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - 4581 appropriate term/code not available for e2304 chills. B5 describe event or problem - additional information. D9 device returned to MFR - additional information. D9 date device returned - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/device evaluation/correction. H3 device evaluated by mfg - additional information. H6 codes: type of investigation - correction. H10 corrected data.